Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during a monomorphic ventricular tachycardia (vt) that was below the programmed conditional zone of 210 beats per minute (bpm) with a poor r to t ratio. The oversensing resulted in delivery of an inappropriate shock. The rhythm was converted with the first shock for a period of 6 seconds before re-initiating and being converted with a second delivered shock. Additional information was later received that this s-ICD exhibited t-wave oversensing and functional undersensing during an untreated vt episode. Review of the stored episode noted that the vt morphology changed during the episode and resulted in the functional undersensing and t-wave oversensing. The functional undersensing had no impact on the overall episode and the t-wave oversensing occurred at the end of the episode before the rhythm became polymorphic and self terminated. Potential programming options were discussed. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.